Manufacturer narrative:
Internal report #:(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about high blood results. Customer states that she felt nervous and was experiencing slurred speech and requires no medical attention. Customer's expected blood results are 114-179 mg/dl fasting. Verified the strips expire 05/16/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Review meter memory: 300 mg/dl (B)(6) 2015 01:05:00 pm fasting: yes; 282 mg/dl (B)(6) 2015 01:03:00 pm fasting: yes; 143 mg/dl (B)(6) 2015 01:08/00 am fasting: yes; 118 mg/dl (B)(6) 2015 11:52:00 pm fasting: yes; 159 mg/dl (B)(6) 2015 10:05:00 am fasting: yes. Customers concern: 300 mg/dl. The customer stated she feels better towards the end of the call. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she felt nervous and was experiencing slurred speech and requires no medical attention. Customer's expected blood results are 114-179mg/dl fasting. Verified the strips expire 05/16/2017. Customer confirms the strips are stored in the kitchen and were first opened 07/21/2015. Reviewed meter memory: (B)(6). The customer stated she felts better towards the end of the call. No adverse event reported.